Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
Anchorage 3.0 locking screw and easyclip 15-12-12 staple broke while implanted in patient.

Manufacturer narrative:
Investigation summary: the reported incident that osteosynthesis compression staple easyclip 15x12x12mm was alleged of issue s-12 (implant breakage after surgery) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. Based on the currently available information, the root cause can be attributed to a patient related issue. It has been reported that the non weightbearing period was 2 weeks. This period is too short for bone healing. A normal range time for bone consolidation is 6-8 weeks. Therefore this case is classified as patient related. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. If any further information is provided, the investigation report will be updated. Product not received.

Event description:
Anchorage 3.0 locking screw and easyclip 15-12-12 staple broke while implanted in patient.